Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: a review of the pump alarm history showed multiple replace battery alarms. During testing, a replace battery alarm occurred when confirming the verify screen. A visual inspection of the pump showed the battery compartment was cracked with corrosion in the compartment. Leak testing confirmed a battery compartment leak. The pump was opened and evidence of moisture damage was found on the printed circuit board. The replace battery alarm was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.